Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Specks of blood were observed on the harvesting tool handle. A visual inspection was conducted. Tissue and charred material were observed on the jaws. The silicone insulation on the cold jaw was observed to be intact with no defects. A piece of the silicone insulation on the hot jaws was observed to be peeled at the inner jaw with no detachments. The heater wire on the hot jaw was observed to be slightly flexed at the center. The heater wire remained attached at the tip and base of the hot jaw. No other visual defects were observed. Based on the condition of the device as found, the reported failure mode "peeled jaw" and the analyzed failure mode "material twisted/bent; wire" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed a foreign metal piece sticking out between the jaws. Since it did not break off in the patient, they were able to pull out the entire device in its entirety. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed a foreign metal piece sticking out between the jaws. Since it did not break off in the patient, they were able to pull out the entire device in its entirety. A replacement device was used to complete the procedure. The hospital did not report any patient effects.